Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the exacerbation of this patient preexisting umbilical hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The source of this patient¿s umbilical hernia is unknown; however, the patient¿s hernia preexisted the start of pd therapy. It is well known that pd patients with a preexisting hernia without preemptive surgical correction are susceptible to an exacerbation throughout the course of normal pd therapy. Therefore, the liberty select cycler can be excluded as the cause of the patient¿s umbilical hernia. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to this patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they were dealing with a hernia. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse stated this patient experienced an exacerbation of an umbilical hernia that preexisted prior to starting pd therapy in (B)(6) 2017. It was reported the patient¿s umbilical hernia remained unaffected by pd therapy until recently when the patient began to experience drain complications during ccpd therapy on the liberty select cycler at home. No other symptoms relating to these events were reported. The patient was scheduled for outpatient surgery for a hernia repair on (B)(6) 2020 which was cancelled and rescheduled for (B)(6) 2020. The patient¿s fill volume was temporarily reduced from 2000 ml to 1200 ml, then the patient was transitioned to backup hemodialysis through an existing fistula on december 13, 2020. It was confirmed the patient¿s umbilical hernia and the resulting exacerbation were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to resume ccpd on the same liberty select cycler upon repair of the umbilical hernia.